Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on 02-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain the lower part of the belly/still having pain since the total hysterectomy') in a female patient who had essure (batch no. 641426) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruation"), migraine ("migraines"), depression ("depression") and nervousness ("nervousness"). The patient was treated with surgery (total hysterectomy without ovary removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower had not resolved and the menorrhagia, migraine, depression and nervousness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, depression, menorrhagia, migraine and nervousness with essure. The reporter commented: on (B)(6) 2020 patient reported to health authority she was ¿still having pain since the total hysterectomy without ovary removal on (B)(6) 2019¿ quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-oct-2017. The most recent information ((B)(4)) was received on 21-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain the lower part of the belly/still having pain since the total hysterectomy') in a female patient who had essure (batch no. 641426) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), menorrhagia ("hemorrhagic menstruation"), migraine ("migraines"), depression ("depression") and nervousness ("nervousness"). The patient was treated with surgery (total hysterectomy without ovary removal). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower had not resolved and the menorrhagia, migraine, depression and nervousness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, depression, menorrhagia, migraine and nervousness with essure. The reporter commented: on (B)(6) 2020 patient reported to health authority she was ¿still having pain since the total hysterectomy without ovary removal on (B)(6) 2019¿ further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 21-feb-2020: consumer reported on (B)(6) 2020 via health authority date of essure implantation ((B)(6) 2010 - event start date was amended to 2010 (previously: (B)(6) 2010), lot number (641426), date of removal ((B)(6) 2019). Essure was removed via hysterectomy without ovary removal. Event "lower abdominal pain" was amended with "still having pain since the total hysterectomy" and outcome was updated to "not resolved" a technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.